Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that an insulin drip (100units/100ml) was initiated on a patient admitted for diabetic ketoacidosis (dka) at 0324 and was witnessed and verified by two rns. The medication and tubing were reportedly intact with drip set at correct rate of 7.1 ml/hr. On the pump, also double checked with second rn. It was reported that when the rn went for recheck on blood sugar at 0431, insulin drip was reportedly found to be completely empty (100ml bag emptied in under 70 minutes). There were no tubing leaks noted. The blood sugar level was 454 mg/dl, and the clinician stopped the infusion. Blood sugar levels were rechecked every 30 minutes. Blood glucose levels were: 372mg/dl at 0509, 356mg/dl at 0539, 276mg/dl at 0619, 261mg/dl at 0652, and 181mg/dl at 0905a. It was reported that there was no patient harm. Received a copy of the customer's medwatch form (appears not submitted as there was no user facility report #) which states, "insulin drip 100units/ 100ml initiated at 0324 with double rn witness/verification. Medication and tubing intact with drip set at correct rate (7.1 ml/hr) on pump, also double checked with second rn. When rn went for recheck on blood sugar at 0431, insulin drip was completely empty. Pump rechecked and correct remaining volume appeared. No leaks noted. Patient awake, alert and arousable. Blood sugar level was 454 mg/dl. Drip stopped. Notified charge rn, ER md, admitting md, pharmacist and ed manager regarding discrepancy between medication volume and label. Serial blood sugars done q30 minutes. Patient denies pain/ sob/ nausea/vomiting. Easily arousable."

Event description:
It was reported that an insulin drip (100units/100ml) was initiated on a patient admitted for diabetic ketoacidosis (dka) at 0324 and was witnessed and verified by two rns. The medication and tubing were reportedly intact with drip set at correct rate of 7.1 ml/hr. On the pump, also double checked with second rn. It was reported that when the rn went for recheck on blood sugar at 0431, insulin drip was reportedly found to be completely empty (100ml bag emptied in under 70 minutes). There were no tubing leaks noted. The blood sugar level was 454 mg/dl, and the clinician stopped the infusion. Blood sugar levels were rechecked every 30 minutes. Blood glucose levels were: 372mg/dl at 0509, 356mg/dl at 0539, 276mg/dl at 0619, 261mg/dl at 0652, and 181mg/dl at 0905a. It was reported that there was no patient harm. Received a copy of the customer's medwatch form (appears not submitted as there was no user facility report #) which states, "insulin drip 100units/ 100ml initiated at 0324 with double rn witness/verification. Medication and tubing intact with drip set at correct rate (7.1 ml/hr) on pump, also double checked with second rn. When rn went for recheck on blood sugar at 0431, insulin drip was completely empty. Pump rechecked and correct remaining volume appeared. No leaks noted. Patient awake, alert and arousable. Blood sugar level was 454 mg/dl. Drip stopped. Notified charge rn, ER md, admitting md, pharmacist and ed manager regarding discrepancy between medication volume and label. Serial blood sugars done q30 minutes. Patient denies pain/ sob/ nausea/vomiting. Easily arousable."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.